Manufacturer narrative:
All buttons function properly and there is no damage on the keypad assembly. No button error alarm was noted during testing, and there was no unlocked lcd keypad connector during visual inspection. The unit was received with a cracked reservoir tube lip and minor scratches on the display window. The insulin pump was cut open to inspect the j2 connector before performing the basic occlusion, occlusion, prime, and excessive no delivery tests. The unit also passed the displacement test and self test. All operating currents are within specification. (B)(4).

Event description:
Customer's medtronic representative reported via phone call that his insulin pump has been alarming with button errors and other issues, and that he was hospitalized for high blood glucose levels. The patient's blood glucose at the time of hospitalization was 377 mg/dl. Troubleshooting was initiated for the button error. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.